Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) froze on the wire. The 75% stenosed, 2.5mm in diameter moderately tortuous, non-calcified proximal to mid left anterior descending (lad). A 2.5x24mm promus element stent was implanted, inflated to three times to 12-18atms. In order to perform a kissing balloon technique the promus element balloon was advanced to main branch; the sds stopped moving near the lesion. The physician attempted to withdraw the sds, but failed. The physician managed to withdraw the device with non-bsc guidewire. The physician believes that the wire lumen of the device became damaged (lumen occluded) which caused the withdrawal difficulty. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) froze on the wire. The 75% stenosed, 2.5mm in diameter moderately tortuous, non-calcified proximal to mid left anterior descending (lad). A 2.5x24mm promus element stent was implanted, inflated to three times to 12-18atms. In order to perform a kissing balloon technique the promus element balloon was advanced to main branch; the sds stopped moving near the lesion. The physician attempted to withdraw the sds, but failed. The physician managed to withdraw the device with non-bsc guidewire. The physician believes that the wire lumen of the device became damaged (lumen occluded) which caused the withdrawal difficulty. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that no stent was attached to the device when it was returned. No guidewire was returned with the device. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon appeared to be partially inflated. A visual and microscopic examination found that the hypotube had kinked approximately 95mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the device. No other damage was noticed along the shaft of the device. A kink was noted in the lumen section of the device at 190 mm proximal to the tip of the device. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event - over 18 years. (B)(4). Device is a combination product. (B)(4).